Manufacturer narrative:
H6. Codes: updated. No product was received for evaluation. Two photos were provided and used for analysis. One photo showed the lot number for the device and the second photo a port was observed where a catheter fragment can be observed under the port sleeve (section where catheter is connected to the port), sleeve appears to be locked since it is seated over the outlet tip tube. The complaint was confirmed. The root cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the catheter was found to be broken, and the port end was removed by surgery. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 11/29/2024. Device evaluation: one device and two photos were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection was performed during analysis. The customer reported complaint was confirmed, and a break in the catheter was observed. The root cause was unable to be determined.